Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 211 cm (83") ext set w/4 gang stopcock, pole mount, 8 microclave clear, 2 check valves, 4-way stopcock, rotating luer in which it was reported that the device ruptured resulting in leakage and blood loss. It is the second incident. The patient arrived at the emergency department, and a central catheter was placed. Patient intubated, ventilated, and receiving vasopressors (nad). Then the patient was transferred to imaging for body scanning. At moment of injection of the contrast product via the stopcock, there was a rupture of the tubing catheter, resulting in leak on the infusion line on the distal line of the central catheter and (minimal) blood loss. The injection of the contrast continued with another stopcock. The central infusion line was changed. The medical procedure was not completed, since rupture occurred during body scanning, during injection. Contrast product used: iomeron (350 mg/ml) - quantity delivered: 180.0 ml - batch: 5f96576. No physical defects noted before use.

Manufacturer narrative:
Product received date - 12/26/2025. Received one (1) used 011-mc330273 ext set w/4 gang stopcock for inspection. As received, the tubing on the set was ruptured and flared. This type of tubing damage is consistent with a high-pressure injection during use. The reported complaint can be confirmed. The probable cause is due to a high-pressure infusion during use. This set is not rated for high pressure. A device history review could not be conducted because no lot number(s) was/were identified.